Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the patient had revision surgery. It was reported that, surgeon did not use the humeral prosthesis because the intraoperative conditions ultimately did not require changing the implant already in place. However, no further information is provided on glenoid side and other information.